Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A facility risk manager contacted baxter (B)(4) to report a patient incident. The risk manager speculated that the "patient received a higher dosage of medication that caused them to go to a higher level of care." The event date is unknown. Product surveillance obtained the following additional information from the risk manager on (B)(6) 2012: the patient was in the intensive care unit when the pump delivered more medication than intended. The drug being infused was dilaudid. The patient suffered respiratory failure. No further information is available at this time.

Manufacturer narrative:
(B)(4). The reporter stated that they are currently unable to determine if it was solely a pump-error that resulted in an overinfusion of dilaudid or programming error as the administration history had been deleted. The reporter speculated that perhaps a basal rate had been mistakenly set on the device. The overinfusion resulted in the patient coding and required an unreported reversal agent to be administered.

Manufacturer narrative:
(B)(4). The following information was obtained from the risk manager regarding the reported event. The event involved a female patient (age unknown) who was post-op on (B)(6) 2011. The risk manager did not have details on the infusion rate. The patient was found unresponsive with decreased respirations and a pulse. A code was called and acls protocol was initiated. The physician administered narcan and the patient became responsive. The patient recovered. The pump remains in the possession of the risk manager and is available for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer report of an overinfusion was not confirmed. Accuracy testing was performed and the device passed within the specified limit ranges. A device history review and service history review was completed with no abnormal findings. A labeling review was performed and was found to provide sufficient instructions in providing the user with the proper directions to program a prescription. The assignable for the reported condition was undetermined.